Event description:
Reporter indicated that the pt's device was registering high impedance on both a system diagnostic test and a normal mode diagnostic test. All attempts for further information regarding the issue, and to have a set of x-rays taken for assessment of the lead, have been unsuccessful to date. No further plans for pt care are known currently, as the pt and physician are trying to get the pt's insurance provider to cover the x-rays and possible device replacement.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.